Event description:
At the conclusion of the successful gore tag thoracic endoprosthesis procedure, the physician withdrew the 24 fr sheath and the common ilaic artery ruptured. The artery was surgically repaired with a dacron vascular graft. There were no adverse effects to the pt. Additionally, there was no allegation of product deficiency made by the physician.